Event description:
It was reported the device had a motor rate error. No patient injury reported.

Manufacturer narrative:
The device was received with both seals broken and broken top case(front right corner), cracked bottom case, the device history report showed motor rate error. The device was tested using the run motor drive and occlusion test, the reported problem was replicated, the root cause was contamination at the tip of the worm coupling. The tech clean tip of worm coupling. Remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).